Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited loss of capture and increased pacing thresholds one day post implant. The lead had dislodged. A lead revision procedure was performed and the lead was repositioned. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.